Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-mar-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of essure split in the fallopian tubes. Essure was not removed. The event, seen as device breakage, is regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure splitted in the fallopian tubes") and adnexa uteri pain ("recurrent pain") in a female patient who received essure. In 2008, the patient started essure. On an unknown date, the patient experienced device breakage and adnexa uteri pain. Essure treatment was not changed. At the time of the report, the device breakage and adnexa uteri pain had not resolved. The reporter provided no causality assessment for device breakage and adnexa uteri pain with essure. The reporter did not wish any further contact with the company. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported the occurrence of essure splitted in the fallopian tubes. Essure was not removed. The event, seen as device breakage, is regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information cannot be obtained.